Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 6527004, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device contained cloudy gel. Brown material was observed within the device. Gel and brown material was observed on the shell surface. During evaluation the device appeared severely rented, it also returned in three pieces. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were observed. The complaint of rupture was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that rent and crease are sometime subsequent to the removal of the device from its protective packaging. Potential cause: the complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. At this time is not possible to determine the origin of the brown material observed. Corrective action: because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture/ptosis. On 9/12/2019, mentor became aware that previously-submitted psr reference numbers (B)(4) and (B)(4) were duplicated. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent primary breast augmentation with a 300cc mentor memorygel breast implant (right) and a 275cc mentor memorygel breast implant (left) experienced bilateral rupture with bilateral ptosis post procedure. The right sided rupture was confirmed through imaging. As a result, bilateral prosthesis replacement with saline was performed on (B)(6) 2018. On 9/12/2019, mentor became aware that previously-submitted psr reference numbers (B)(4) and (B)(4) were duplicated. Any additional event information received will be reported under this manufacturer's report number as applicable.